Manufacturer narrative:
The suspect device has not been returned for evaluation. Advised customer to recalibrate the o2 sensor if it doesn't, work to change it out and if that does not resolve it to do the o2 gas path test. No log provided and no response received from customer. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000 us is giving mismatch fio2 alarm during patient use. Furthermore, customer confirmed that the patient was transferred to another bv1000 and that there was no patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. No product was returned for evaluation. As a resolution, advised customer to perform o2 sensor calibration. The exact root cause could not be determined as no further updates received from customer after requested to calibrate the o2 sensor. Most likely it is due to lack of o2 cell calibration.